Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The patient said she had higher settings currently at 8.0 which were set in (B)(6) 2018. The patient also mentioned that in (B)(6) she was sick with a bad cold for 3-4 weeks and the stimulation stopped and her husband said that her tremors were worse so he checked the therapy and stimulation was off. The patient's husband turned the stimulation back on and the patient said she experienced a big shock which almost knocked her over and the whole right side of her body was numb for about 30 minutes and she could not walk. No further complications were reported or anticipated. Information regarding shaking after implant and contact issues omitted as it is contained in pe# (B)(4) - information regarding shock during adjustments since implant has been omitted as it is contained in pe# (B)(4) and (B)(4) - information regarding contact issues and falls omitted as it is contained in pe# (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had 30% efficacy so they weren¿t charging often enough which resulted in the system turning off. When the patient turned therapy on they experienced a shocking sensation from paresthesia. The patient was currently programmed at .8+ 0- 1+. It was noted the patient had trouble with recharging when therapy was off due to their hand shaking so the rep. Ordered adhesive for them to help with recharging. No further complications were anticipated.